Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the guide wire was inserted through the patient¿s right internal jugular vein by using a cannula. The insertion was without a problem, but the device did not move when the physician was trying to adjust the position. It was reported that a new pack was opened, and insertion was performed again. Dialysis treatment was performed without any problem. There was no reported patient injury.